Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with a fever of 102 fahrenheit, purulent drainage from chest wound, and elevated blood pressure. The patient reported a pustule on the inferior section of the sternal wound and it ruptured with purulent drainage. Vancomycin and cefepime were initiated; however, cefepime was stopped on (B)(6) 2018. A computerized tomography of the chest showed a 2.9 cm x 3.5 cm abscess that had progressed since the last admission. No surgical intervention could be performed. The patient was discharged to home on (B)(6) 2018 with orders to continue intravenous vancomycin for 6 weeks. The patient was also given diflucan for yeast for 5 days.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted with low flow alarms, elevated blood pressure, and purulent drainage from a chest wound. The patient was treated with vancomycin and cefepime until (B)(6) 2018. CT of the patient¿s chest showed a 2.9x3.5cm abscess that had progressed since last admission. No surgical intervention could be performed. The patient was discharged (B)(6) 2018 with orders to continue IV vancomycin for 6 weeks, and given diflucan for yeast for 6 days. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection.